Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized last (B)(6) 2013 due to high blood glucose. The customer's blood glucose at the time of the event was at 600-800 mg/dl. Customer had diabetes ketoacidosis and bolus delivery were not bringing down the high blood glucose. Customer mentioned that she ha no errors or known malfunctions of the insulin pump and believes the insulin was the caused of hospitalization. Customer was switched from apidra to humalog insulin. Customer does not remember if she was wearing the insulin pump at the time of the hospitalization. Customer stated that the insulin pump was the old insulin pump and was already returned. No further information provided.